Event description:
On (B)(6), 2012, the pt underwent endovascular treatment and a gore introducer sheath was used in the procedure. It was reported that when the sheath was removed from the vasculature it cut the proglide perclose sutures. The pt required operative cutdowns, and a suture to the artery. The pt tolerated the procedure and is reported to be doing well.

Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the device lot number was unavailable.